Manufacturer narrative:
Pt info requested and all available info is included. This report was filed by the MFR.

Event description:
Rec'd a copy of customer's medwatch form. Reported a pt was receiving dopamine and epinephrine. The device started to alarm and nurse realized medications were not infusing. Device was changed out in less than 3 mins. Reported no pt harm or medical intervention required. Requested device be sent in for failure analysis investigation. Have not rec'd device. F/u report will be sent if device rec'd and upon completion of investigation.